Event description:
It was reported that during a coronary stenting treatment procedure, the express2 stent dislodged from the delivery device. The physician had successfully placed one stent (unk brand) proximally in an calcified lesion in an unk artery. It is unk if the lesion had been pre dilated. He then tried to place the express2 2.5 x 8 mm distally to the previously implanted stent in the vessel, crossing difficulties were encountered. The physician "shoved too hard", the stent became stuck in the lesion and then dislodged. The physician was unable to retrieve the stent with a snare. The pt was taken to the operating room for single coronary artery bypass surgery. The pt did not go to surgery for removal of the stent. The pt was a surgical candidate, however the physician had attempted to avoid a single coronary bypasss surgery by performing intervention. The pt outcome is unk. No additional info is available at this time.